Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred while delivering a bolus. No further details were given. No reported impact to the blood glucose level.